Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient line and transfer set. This occurred during an unknown dwell cycle of peritoneal dialysis therapy. It was reported that the home patient¿s patient line became disconnected from the transfer set. The technical service representative (tsr) assisted the registered nurse (rn) to end therapy. The tsr advised the rn to dispose of current supplies and start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.